Manufacturer narrative:
Device was used for treatment. The manufacturing documents were reviewed and no complaint related issues were noted, the device met requirements at time of release. The screw head was received for evaluation; measurable dimensions met specifications. No product or material irregularities were noted.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the screw broke during insertion. It was reported that the screw tip was broken. The broken fragment was retrieved. Surgeon used another screw to complete the procedure. The procedure was delayed approximately 30 minutes.